Event description:
Per the clinic, the patient experienced dehiscence at the incision site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at the implant site. The wound was subsequently cleaned and dressed using a dermabond agent.